Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level due to her going for a walk. The customer's blood glucose level was 50 mg/dl. The customer was able to eat and drink juice to treat low blood glucose level. They also reported that the insulin pump had failed battery alarm. Troubleshooting was not performed. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.